Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.0 x 12 and 2.25 x 12 voyager. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the balloon, consistent with handling. The tip length met manufacturing criteria. Multiple bends and kinks were noted in the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to cross was likely related to circumstances of the procedure. The stent implant was dislodged from the balloon and was not returned. Follow-up information was requested for clarification as to when the stent dislodged, however, the account was unaware of the dislodgement and could not provide any additional information. There were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Therefore, since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the dislodgement. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with the lesion, accessory devices, and/or previously implanted stents, or as a result of handling during packing for return for analysis. A review of the device lot history record did not reveal any nonconforming material records associated with this lot that would appear to have contributed to the reported complaint. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter and a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that during a procedure of the left anterior descending artery, the xience v stent delivery system was advanced but could not cross the target lesion. The patient was treated satisfactorily with a 2.0 x 12 and 2.25 x 12 voyager. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided. Return device analysis revealed that the stent implant was dislodged from the balloon and was not returned.